Event description:
Connected post operative pt. To p.b. 840 ventilator (ID# (B)(6)). Ventilator immediately began to alarm with message "severe occlusion". Removed hme and inspiratory filter, alarm and message continued. Ventilator removed from service, replaced with newer p.b. 980 (ID# (B)(6)). No adverse effect on pt. Manufacturer response for ventilator, (brand not provided) (per site reporter). The manufacture responded and found a sticky exhalation valve. The valve was cleaned, the device calibrated, tested and returned to service.